Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 17-aug-2017. The most recent information was received on 22-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('gynecological haemorrhage') in a female patient who had essure (batch no. B42244) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary disorders"), dyspepsia ("digestive disorders"), arthralgia ("joint pain"), myalgia ("muscle pain"), nervous system disorder ("neurological disorders") and skin disorder ("dermatological disorders"), 7 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced asthenia ("asthenia"), gastrointestinal disorder ("gastrointestinal disorders"), ear disorder ("ent disorders / otorhinolaryngology disorders (interpreted as ear disorder nos)"), nasal disorder ("ent disorders / otorhinolaryngology disorders (interpreted as nasal disorder nos)"), pharyngeal disorder ("ent disorders / otorhinolaryngology disorders (interpreted as pharyngeal disorder nos)") and depression ("depression"). On an unknown date, the patient experienced joint stiffness ("joint stiffness") and muscle contracture ("muscle contractures"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, urinary tract disorder, nervous system disorder, skin disorder, asthenia, ear disorder, nasal disorder, pharyngeal disorder and depression outcome was unknown and the dyspepsia, arthralgia, myalgia, gastrointestinal disorder, joint stiffness and muscle contracture had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, depression, dyspepsia, ear disorder, gastrointestinal disorder, genital haemorrhage, joint stiffness, muscle contracture, myalgia, nasal disorder, nervous system disorder, pharyngeal disorder, skin disorder and urinary tract disorder with essure. The reporter commented: current status on (B)(6) 2021 regular sick leave because her joint and muscle pain too debilitating to continue her professional activity. Despite she had the implants removed in 2017, she still suffer from joint pain and stiffness, muscle contractures and gastrointestinal problems. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2021: the following information was updated: start date added on events, events added: depression, asthenia, gastrointestinal disorders, joint stiffness and muscle contractures; the event ent disorders was recoded to nasal, year and pharyngeal disorders, outcome updated from unknown to not recovered/not resolved on events joint pain, muscle pain, digestive disorders. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 29-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('gynecological haemorrhage') in a female patient who had essure (batch no. B42244) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary disorders"), dyspepsia ("digestive disorders"), arthralgia ("joint pain"), myalgia ("muscle pain"), nervous system disorder ("neurological disorders") and skin disorder ("dermatological disorders"), 7 months 20 days after insertion of essure. In (B)(6) 2014, the patient experienced asthenia ("asthenia"), gastrointestinal disorder ("gastrointestinal disorders"), ear disorder ("ent disorders / otorhinolaryngology disorders (interpreted as ear disorder nos)"), nasal disorder ("ent disorders / otorhinolaryngology disorders (interpreted as nasal disorder nos)"), pharyngeal disorder ("ent disorders / otorhinolaryngology disorders (interpreted as pharyngeal disorder nos)") and depression ("depression"). On an unknown date, the patient experienced joint stiffness ("joint stiffness") and muscle contracture ("muscle contractures"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, urinary tract disorder, nervous system disorder, skin disorder, asthenia, ear disorder, nasal disorder, pharyngeal disorder and depression outcome was unknown and the dyspepsia, arthralgia, myalgia, gastrointestinal disorder, joint stiffness and muscle contracture had not resolved. The reporter provided no causality assessment for arthralgia, asthenia, depression, dyspepsia, ear disorder, gastrointestinal disorder, genital haemorrhage, joint stiffness, muscle contracture, myalgia, nasal disorder, nervous system disorder, pharyngeal disorder, skin disorder and urinary tract disorder with essure. The reporter commented: current status on (B)(6) 2021 regular sick leave because her joint and muscle pain too debilitating to continue her professional activity. Despite she had the implants removed in 2017, she still suffer from joint pain and stiffness, muscle contractures and gastrointestinal problems. Batch no b42244, production date 2013-06-12, expiration date 2016-06-30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 05-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("gynecological haemorrhage") in a female patient who had essure (batch no. B42244) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary disorders"), dyspepsia ("digestive disorders"), arthralgia ("joint pain"), myalgia ("muscle pain"), nervous system disorder ("neurological disorders"), respiratory disorder ("ent disorders") and skin disorder ("dermatological disorders"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). At the time of the report, the genital haemorrhage, urinary tract disorder, dyspepsia, arthralgia, myalgia, nervous system disorder, respiratory disorder and skin disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, dyspepsia, genital haemorrhage, myalgia, nervous system disorder, respiratory disorder, skin disorder and urinary tract disorder with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-dec-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 701 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("gynecological haemorrhage") in a female patient who had essure (batch no. B42244) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary disorders"), dyspepsia ("digestive disorders"), arthralgia ("joint pain"), myalgia ("muscle pain"), nervous system disorder ("neurological disorders"), respiratory disorder ("ent disorders") and skin disorder ("dermatological disorders"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). At the time of the report, the genital haemorrhage, urinary tract disorder, dyspepsia, arthralgia, myalgia, nervous system disorder, respiratory disorder and skin disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, dyspepsia, genital haemorrhage, myalgia, nervous system disorder, respiratory disorder, skin disorder and urinary tract disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 580 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.